Event description:
The micro drill was sent for eval because it was running on safe mode during testing. The event occurred during a routine maintenance testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor was identified as the probable cause of the device running of safe mode. A damaged hall sensor line in the socket of the motor cartridge can cause false run signals.